Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 325 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corner, broken belt clip slot, minor scratched display window.